Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2015 and suture was used. During the procedure, the tip broke off the needle and the surgeon was unable to locate it. X-ray was performed on the patient and nothing was found. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed. Breakage occurred at the tip area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."